Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information, device evaluation d9: device availability - device evaluation h2: if follow-up, what type - additional information, device evaluation h3: device evaluated by manufacturer - device evaluation h6: adverse event problem - additional information, device evaluation.

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The product was evaluated. An external visual inspection was performed and was unable to perform an investigation on the complaint due to missing sensor pod. The complaint of a missing sensor wire was undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.